Manufacturer narrative:
It was clarified that the ECG noise occurred during helicopter use.

Event description:
It was reported to philips that the heartstart mrx defibrillator could not confirm pads-lead ECG waves due to noise. There was no patient impact.

Event description:
It was reported to philips that the heartstart mrx defibrillator could not confirm pads-lead ECG waves due to noise. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.